Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and issues with their reservoir. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with insulin pen. Troubleshoot was conducted. The cannula was noted to be bent. The customer states there was huge air bubble in the reservoir. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Corrections have been made to sections on this report. Additional information has been provided. Please reference MFR report number 3004209178-2016-51290.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated at the hospital.